Manufacturer narrative:
No complaint sample was obtained during the timeframe for investigation despite attempts to collect the complaint sample made by the responsible sales representative. It is acknowledged that each holmium fiber unit is subject to 100% inspection prior to release which includes a verification for physical defects as well as power transmission testing with a holmium laser. An important factor is that dornier holmium fibers are fragile and must be handled with care as instructed in the dornier medtech holmium fiber IFU. The facility process for the storing the fibers prior to usage was not confirmed in the timeframe of this investigation. No manufacturing defects or inconsistencies were revealed during this investigation. The recognized likelihood of a unit being released for distribution broken is low as multiple manufacturing process controls are in place to prevent that occurrence. In this report, the unit was noticed with a break prior to use and no impact to the patient occurred.

Event description:
Complaint information was received for a holmium fiber which was identified broken out of the box prior to usage. No patient impact occurred due to this product complaint.